Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation after lifting his hands above his head. The sjm representative met with the patient and diagnostics indicated high impedances and auto-reducing. Follow-up information indicated a lead fracture may have occurred. Also, the patient suffered a fall shortly after this lead was implanted, but did not lose stimulation. It was also reported the patient underwent surgical intervention on (B)(6) 2014 and the lead was explanted and replaced.